Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient sustained head trauma, following which the implant receiver/stimulator was noted to have shifted position, and the electrode array was displaced from the cochlea. The device was explanted on (B)(6) 2026, and the patient underwent reimplantation with another cochlear device during the same surgery.